Event description:
After placing the stent in a patient during an iliac artery stenting, the physician noted the stent appeared to be shorter than the 40mm, indicated on the package label. Comparing the stent to the balloon catheter and radiopaque ruler, the stent was found to be 30mm; 10mm shorter than it should have been. No additional procedure or intervention was required as the patient did not suffer any adverse conditions due to this matter.